Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01014. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01014. It was reported the patient is dissatisfied with the outcome of his stimulation therapy. Consequently, the patient may undergo surgical intervention as the next course of action.